Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Failure (event) observed during analysis. The pulse generator was received in backup operation. With a new battery attached, high current drain was seen due to a defective integrated circuit.

Event description:
This report is to advise of an event observed during analysis.